Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a thr surgery, a femoral implant impactor broke while impacting implant with mallet, the green piece broke off the inserted. Surgery was finished without any delay, with sn back-up devices. No harm to the patient or further complications reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned confirms one of the green cam arms is missing from the device. The missing cam arm was not returned with the device. The device shows signs of extensive use. A clinical evaluation was conducted and confirms this case reports ¿during a thr surgery, a femoral implant impactor broke while impacting the implant with mallet.¿ reportedly, the green piece (cam arm) broke off the inserted and the ¿impactor was found chewed up on the top black bumper.¿ the surgery was completed ¿with smith and nephew back up devices without a surgical delay; no harm to patient or further complications¿ were reported. It is unknown if any broken pieces fell inside the surgical wound and if retrieval of pieces occurred or was necessary. Two photos of the returned device were reviewed and support the reported breakage and missing cam. Per the visual inspection report, it was confirmed that ¿one of the green cam arms was missing from the device, not returned with the device,¿ and ¿shows sign of extensive use.¿ the material composition of the possibly retained foreign body is (anterior impactor arm cover) green pp54 per moodz65. The externally communicating device is neither manufactured nor intended for implantation; and is not approved for long-term internal tissue exposure and long-term implantation data is not available. Without the requested documentation/information, the clinical root cause of the reported event could not be further assessed. The patient impact beyond the reported device breakage and possibly retained foreign body during the thr procedure could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the green piece (cam arm fragment) could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.